Event description:
During transfer of resident from wheelchair to bed arm on the lift went to the right and bent down. Resident's hip hit arm of the chair and the aids caught her and lowered her to the ground. Rick chambers in maintenance stated that it appeared the bolt unscrewed itself and came out of the lift arm where it attaches to the mast of the lift. The pin had equal amount of threads on each end so the bolt apparently was loose and came unscrewed. The distributor and the maintenance man stated that there was loctite residue on the bolt and the acorn nuts.

Manufacturer narrative:
Distributor report is included in this report. Maintenance man uses his own maintenance report and not the one that is sent along with the manual for the lift. As stated in distributor report the bolt had equal amount of threads on each end and thus didn't break as stated in cna statements that are included. There was loctite residue on the bolt and nuts which shows that something or someone had loosened the nuts at one time or another as it takes quite a bit of pressure to break loctite loose.